Manufacturer narrative:
A ge representative evaluated the system and replaced the interface board. The system operates as intended.

Event description:
The customer reported, the monitors do not work, they may have had water spilled on them. No patient injury was reported.